Event description:
Reporter indicated that pt was hospitalized twice in 2001 for status. The pt reportedly went into status again in the summer of 2002 at which time pt requested that the physician program their vns to off. It was reported that the pt has been seizure-free since programming the device to off.